Manufacturer narrative:
The DHR was reviewed and found the ilet met all manufacturing specifications prior to release. The ilet log review concluded the device was responding appropriately to cgm bgs including triggering alerts as needed. Without further information, the cause of this event cannot be determined. Should new, related information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a cds reported a patient was hospitalized with dka, stating the patient had issues with their libre 3+ sensor readings being inaccurate with a cgm bg of approximately 90 mg/dl where the patient was experiencing hyperglycemia with dka. Multiple attempts to gather additional information have been unsuccessful.